Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarms and no delivery alarms. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 432 mg/dl, which was treated with manual injection. Customer stated that the insulin pump had been exposed to ultrasound recently. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.